Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, suture's bullet broke off. Consequences for the patient: extended theater time and extended anaesthetic time.

Manufacturer narrative:
One digitex suture cartridge was received for evaluation. Evaluation of the returned sample was performed by a coloplast quality engineer who was able to confirm the reported complaint - the suture cap was separated from the suture. Microscopic examination of the end of the suture revealed that there was no remnants of the suture cap left on the suture. Separation of the suture cap to suture joint can occur due to a number of reasons, however with the information and samples provided it can not be conclusively determined what the root cause of the failure was. Should additional information be received regarding the failure of the device, this complaint will be re-evaluated with the new information.